Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a damaged plunger clamp in the reported problem area of the pipette assembly. The plunger clamp and lld contact spring was replaced. The instrument was inspected, tested without further problem, and returned to service.